Event description:
It was reported that the tip of a cannulated hexagonal screwdriver was discovered broken in the sterile processing department. No procedure or patient involvement. This complaint involves one part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the returned device shows regular use during its 5 year lifespan. The handle is in good condition and has minimal scratches and marks from routine use. A portion of the distal hex tip is broken off and was not returned. It is unknown what caused the tip to break, but it was most likely caused by a mechanical overload. A visual inspection, complaint history review, drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.